Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified from the inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, fluid leakage was observed to be coming from the dialysate and the effluent pipelines. There was no patient injury or medical intervention associated with this event. No additional information is available.